Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. The stapler was returned with 27 staples remaining in the cover block, indicating that at least 8 staples were fired by the end user. The trigger was returned not engaged. Clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional testing, the first firing attempt resulted in no staple being formed or released. On the second firing attempt, a staple was formed or released. On the third attempt, no staple was formed or released. On the fourth attempt, a staple formed and released. On the fifth attempt, no staple formed or released. On the sixth, seventh, and eight attempt, a staple was able to form and release. No other staples would fire after. It was noted that the staples were pushed forward due to gravity. Proper funct ional inspection could not be performed due to the severe misalignment of the staples. The stapler was disassembled, and it was observed that the saddle spring was attached to the incorrect component. It was attached to the shuttle, rather than the pusher. It was also observed that the pawl was detached from the trigger. Die casting anomalies were discovered on the forming tool. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. Multiple attempts were made but no more staples would fire from the device. Non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.